Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The device also was received with moisture damage on the electronics, motor, vibrator and battery tube assembly, cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked reservoir tube and window, stained end cap sticker and cracked battery tube threads.

Event description:
Customer called to report the insulin pump alarmed for button error. The customer is unable to clear the alarm. Blood glucose reading was 180 mg/dl. Customer jumped into the swimming pool while wearing the insulin pump. Advised to discontinue use of the insulin pump and that it will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.